Event description:
A cracked pump screen was reported by the customer, rendering the touchscreen non-functional and partially readable. There was no reported impact on the customer's blood glucose level. The pump is expected to be returned for further examination, and a replacement pump with a new serial number has been arranged.